Event description:
It was reported that the lead did not progress into the hub. An attempt was made to unscrew it but resistance was encountered. The implantable neurostimulator (ins) was not used and the lead slid easily into the ins that was implanted. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable pulse generator (ipg) revealed a procedural non-conformity. The ipg's setscrew was 'backed out too far.'

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.